Manufacturer narrative:
On (B)(6) 2017 02:25 pm (gmt-4:00) added by (B)(6): the sample was requested to be returned to the factory for investigation. However, it was confirmed by the regulatory and quality affairs manager from the (B)(4) that the product in question was discarded soon after the end of the procedure, so a physical investigation of the product is not possible. The customer provided a photograph of the failure, and from the photograph, the customer's issue could be confirmed as a leak from the dialysis port. Since it is not possible to investigate any further in this particular case, as the affected part has been discarded, the exact root cause for the reported failure cannot be established; therefore no further investigation or action is possible or warranted.

Event description:
Ref.: # (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer:' after a priming phase where all seemed normal,the moment the vkmo 71000 was connected to the patient,it started leaking blood from the sealed arterious outlet situated after the arterious filter. The whole circuit was not changed during the procedure.' (B)(4).